Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation review of event description: it was reported that the patient was implanted with a biolox delta head and liner on (B)(6) 2018 and experienced a dislocation, which was initially treated with a closed reduction on (B)(6) 2018. The patient was revised on (B)(6) 2018. Review of received data: surgery notes of implantation surgery dated on (B)(6) 2018: diagnosis: osteoarthritis (oa) left intervention: total hip replacement left (alloclassic size 3 / continuum cup 56, insert 36 mm). Details of operation: posterior approach, stable reduction after inserting 50 cup, insert 36mm and stem size 3. Post-operative orders: precautions have been mentioned due to the applied posterior approach. Medical notes from closed reduction dated on (B)(6) 2018: diagnosis: dislocated thr left intervention: closed reduction. Details of operation: unstable at neutral-external rotation (ER) of 10°, stable in flexion 30°. Two undated x-rays have been received and reviewed by an healthcare professional): the first x-ray has been taken prior to implantation surgery. The pelvis overview shows the resurfacing prosthesis of the right hip. On the left side a narrowing of the joint space can be seen. There is a relatively steep cup entrance plane. The second x-ray is shows the left hip in ap-view. The dislocated femoral head of the cementless total hip replacement left is displayed. No further special features recognizable, the cup inclination angle can not be determined exactly due to missing reference points. Based on the available medical information and conventional radiological findings, no reliable indications of an implant-related cause of left hip dislocation can be done. The left hip dislocation has been diagnosed 3 days after implantation of a cementless total hip endoprosthesis and it has been radiologically documented. In this case, a posterior approach was chosen in the primary operation on (B)(6) 2018. Very few intraoperative notes are available. After insertion of the implant components, a stable state is mentioned after reduction. To what extent the preoperatively radiologically recognizable steep cup entrance plane can promote dislocation of the hip is not apparent from the available documents, since neither a postoperative x-ray control is present, nor is the position of the acetabulum mentioned intraoperatively. For the post-treatment, postoperative precaution is noted in particular due to the applied posterior approach. Experience has shown that a posterior approach to the hip joint, which removes the external rotator and dorsal capsule, leads to a greater risk of dislocation compared to a lateral, anterolateral or anterior approach. The closed reduction of the dislocated hip occurred on the 3rd postoperative day. In summary, from the present medical file situation after cementless total hip replacement left on (B)(6) 2018, there are no reliable indications of the cause of the reported dislocation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw for biolox head: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment . Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head possible, as it cannot be excluded based on the available information. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, as it cannot be excluded based on the available information. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear possible, as it cannot be excluded based on the available information. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment . Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, as the positioning of the components could not be investigation based on the available medical data. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) possible, as the suitability of the components could not be investigation based on the available medical data. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible as the implanted combination was approved by zimmerbiomet. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, as it is unknown whether be patient took all necessary precautions. Root cause determination using rmw for biolox liner: implant dislocaton / loosening due to incorrect inserted and/or incorrect fix components possible, as it is unknown whether the liner was inserted correctly. Conclusion summary: it was reported that the patient was implanted with a biolox delta head and liner and experienced a dislocation 3 days after implantation. Revision surgery was performed 5 days after implantation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The x-ray analysis did not reveal any reliable indication for the cause of the reported dislocation. Studies have shown that a posterior surgical approach, which involves removal of the external rotator and dorsal capsule, has a higher risk of dislocation compared to a lateral, anterolateral or anterior approach. Therefore the posterior surgical approach during implantation might have contributed to the reported dislocation. Moreover, possible causes for the dislocation include wrong head offset choice, inadequate assembling procedure, use of the head on a damaged stem taper, re-sterilization by the user, particles left between stem and head taper, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behavior, patient disregarding the limits of the device or a joint laxity. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products according: item: biolox delta ceramic taper liner, size kk / 36 catalog #: 00-8775-012-36 lot #: 2748995; item: alloclassic, sl stem, offset, uncemented, 3, taper 12/14 catalog #: 0100121030 lot #: 2845028; item: shell with cluster holes porous 56 mm catalog #: 00875705601 lot #: 6379024. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. The availability of the affected product(s) (non-availability with a rationale). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that a patient was implanted with biolox delta, ceramic femoral head, m, 36/0, taper 12/14. Subsequently, approximately three days post implantation the patient experienced dislocation and underwent closed reduction. Two days after this treatment, patient underwent revision surgery due to dislocation.